Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What intervention was performed to treat the bleeding? Do you have the needle piece for evaluation? How much blood loss prior to needle breakage? Was the suture used to achieve hemostasis? How was bleeding stopped? What is the current condition of the patient?

Event description:
It was reported that the patient underwent caesarean section and suture was used. The healthcare professional experienced difficulty in securing adequate hemostasis following the c-section. The healthcare professional found persistent bleeding from the whole incision line along with reduced uterine tone. IV syntocinon as bolus, IV syntocinon infusion and then ergometrine were given as well as carboprost x2 but there was only temporary improvement with recurrence of persistent wound ooze. The healthcare professional proceeded to apply figure of eight hemostatic sutures placed transversely over the bleeding edges. This did not control the ooze and attempt at placing suture with sharp tipped needle resulted in 4/5 of the needle breaking in and retracting into the uterine tissue. The total estimated blood loss was 900 ml and consultant on call managed the ph by exploring the uterine cavity, after opening the uterine incision and retrieving the broken needle, securing the uterine angles and bleeders in the placental bed in the uterine cavity. Bakri balloon was inserted and adequate uterine tone was achieved as well as hemostasis. Additional information has been requested.